Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient doesn't feel stimulation any longer. The patient stated that they are doing fine, but don't feel stimulation. The patient stated that they are unsure if the stimulation was on. The patient had a revision the day prior due to normal battery depletion. The patient stated that the issue started at 5 am when they went to the bathroom. No further complications were reported or anticipated.